Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was conducted with the clinic and from the information obtained it was further reported that a chest x-ray had been done and revealed that the right ventricular (rv) lead had minimally retracted. The max pacing impedance alert was increased and no other changes were made. The rv lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three months post implant there was a rv bipolar lead impedance warning triggered for high pacing impedance on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.